Manufacturer narrative:
Patient city: (B)(6). Patient country: united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6001424, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 31-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6001424". If the count of complaints equals or exceeds 8, further investigation is required via corrective and preventive action (CAPA) determination assessment using statistical analysis. The complaint numbers are: (B)(4). DHR review: the lot 6001424 was manufactured according to the work instruction (wi) version 75 packing in the multivac 12, on 26/may/2024, with a total of (B)(4) units. Gluing of tubing: the lot 3e04443 was manufactured according to the wi version 38 in the machine 08, on 24/may/2023, with a total of (B)(4) units. The lot 3e04442 was manufactured according to the wi version 38 in the machine 05, on 24/jan/2023, with a total of (B)(4) units. Non-conformance (nc) (B)(4) supplier. No relation with malfunction code. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Test results: no photo was provided. The reference samples for the lot 6001424 have already been previously tested in the complaint (B)(4) on 12-feb- 2025. Investigation process of the complaint was carried out in accordance with: wi guidance for visual testing for complaints area version 3: 10 samples out 10 samples passed the test and wi guidance for functional flow testing for complaints area version 2: 10 samples out 10 samples passed the test for the code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no nc raised during production related to complaint code, eight complaints thresholds identified for the lot in question and serious injury/death, no further actions are required are met for the lot in question and serious injury/death, further actions are required. This complaint requires further CAPA determination assessment.

Event description:
Reference number (B)(4). Event occured in the united arab emirates. It was reported that the patient faced bent cannula which led to high blood glucose level. The patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis. The blood glucose level was 500 mg/dl at the time of hospitalization and insulin was administered via intravenous drip in the hospital. The duration of hospitalization was less than 24 hours. Patient also experienced the symptoms of vomiting, headache and dizziness. No further information available.